Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly powering off during use and not alarming as expected could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but no abnormal power related events were observed. According to the system log data, the device was not used on the reported date of event (10/28/2025). There were multiple alarms logged by the device prior to and after the reported date of event. Ventec successfully triggered alarms during testing, observing that the device produced both audible and visual alarms as expected. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section h6, health effect - impact code, of the initial medwatch report stated: f27 - no patient involvement. Section h6, health effect - impact code, of the initial medwatch report should have stated: f26 - no health consequences or impact.

Event description:
It was reported that the device unexpectedly powered off during use, while it was providing ventilation, and that it did not alarm as expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient and the event, but no response was received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.